Manufacturer narrative:
(B)(4): the product was returned for evaluation. No damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition.

Event description:
It was reported that the tip of the driver broke during insertion of the bone screw. No fragments were left in the patient. No patient complications were reported.